Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion sets were leaking at the headset. No adverse event was reported. The infusion sets were requested to be returned for product evaluation. The customer will return the most recent cannula involved in a leak, the other two cannula's have been discarded therefore, can not be returned for product evaluation.